Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that luer break occurred. During a pulse field ablation (pfa) procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, the stopcock was found to be broken upon opening the package. The procedure was completed using another faradrive device. No patient complications occurred, and the patient recovered fully.